Event description:
It was reported that parts of the device broke off in the patient's body during the procedure. The surgeon was able to retrieve all pieces and no patient harm is reported.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The affected device has been requested for investigation by the manufacturer. Device was returned for investigation. Evaluation findings: loop broken off, missing loop, residue. The event is filed under internal karl storz complaint ID: (B)(4).